Manufacturer narrative:
(B)(4). Additional narrative: baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has attempted to contact the customer for additional information as well as retrieve the sample if available. Baxter has not received information from the customer. Baxter will continue to attempt to contact this customer to obtain this information. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).additional information/narrative: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of "broken tubing" could not be confirmed. Should the sample and/or any additional information be received by baxter, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv100 device was discovered with a broken tubing during filling which could pose risk to a breach in the sterile fluid pathway. No additional information is available. No patient involvement is reported.